Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the implantable cardioverter defibrillator (ICD) exhibited oversensing of noise on the right atrial (ra) channel. Boston scientific technical services (ts) was consulted and discussed that the noise may be due to the device sensing the signal from the respiratory rate feature. The respiratory rate trend feature was programmed off. The field representative noted that the noise was no longer present once that feature was programmed off. The ICD remains in service and no adverse patient effects were reported.